Manufacturer narrative:
It is reported the devices are not available as they were discarded, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of four for the same event; reference reports 0001032347-2017-00630 through 0001032347-2017-00633.

Event description:
It was reported a median sternotomy was performed and sternal plates and screws were implanted on (B)(6) 2017. A revision surgery was performed (B)(6) 2017 due to pain, cardiac complications, and sternal complications. Sternalock 360 implants were used in the revision surgery. More information was requested but has not been received at this time.